Event description:
Disposable perforator kept spinning once pt's skull was perforated. Spring mechanism was tested prior to surgery and also after incident and was working fine. Perforator tore through the dura and caused a contusion on the cortex.